Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
It was reported that the patient presented with a heart rate of 35bpm due to non-capture of the right ventricular (rv) lead. High thresholds were also observed. The lead was reprogrammed and remains in use. No patient complications have been reported as a result of this event.